Event description:
It was reported that the pulse generator could not be interrogated. Battery data from 2008 was 2.68 v, 14 ua, and 7.5 k with an estimated remaining longevity of 4 months. Communication could not be established through the engineering test page, and telemetry failed. As no further troubleshooting could be performed, the device was replaced.

Manufacturer narrative:
Na